Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation the pulse generator exhibited a diagnostics anomaly. After the diagnostics were cleared, normal device function resumed. The patient was asymptomatic. No additional information was reported.